Manufacturer narrative:
A chemistry evaluation was completed to identify the gel and white crystal samples. Results from the screening electron microscope detected sodium, chloride and iodine in both gel and white crystal samples. The detected elements in the sample that was evaluated are typical for use in this type of procedure. Iodine is typically found in contrast medium and normal saline is commonly used in these types of procedures. It should be noted that the IFU states: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ it is unknown if user or procedural factors played a role in the complaint of deflation difficulty. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint.

Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. A cut down of the catheter body, from 76cm to 80cm proximal of distal tip, found the balloon inflation lumen was occluded with clear gel-like liquid and white crystal-like substance. Two indentations were found on the catheter body between 59 cm and 69 cm proximal from the tip. The balloon latex appeared to be deteriorating just distal of the proximal windings. No other damage or inconsistency was observed from the windings. The through lumen was patent without any leakage or occlusion. Although the report of ¿balloon couldn't be deflated¿ was not confirmed, the balloon inflation lumen was found to be occluded completely and balloon was unable to be inflated. A chemistry evaluation has been initiated to identify the clear gel-like liquid and white crystal-like substances. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. A balloon that does not inflate or deflate would be discovered upon inspection and the catheter can be exchanged with a minimal delay in treatment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this fogarty catheter, the balloon would not deflate during an open thrombectomy to the right superficial femoral artery & superficial femoral artery bypass. No patient injury reported.